Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
Caller tested 5.9 inr, 5.0 inr, 4.6 inr, and 5.5 inr on the coaguchek system while a comparison lab returned as 4.2 inr. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect system however caller test strips are not available; replacement was sent.